Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a bacterial infection along the driveline on (B)(6) 2019. The patient was treated with surgical debridement and drug therapy. The patient experienced granulation and bleeding. The patient had been admitted on (B)(6) 2019 and was not discharged from the hospital from the time of implantation until the occurrence of this event.